Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had unable to unload the medication. A technical support specialist stated that this was a duplicate against master case (B)(4) wherein the technical support specialist used cubie admin to replaced old cubie and put new one in to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that a bd pyxis medflex 1000 was unable to unload meds from the station. The user scanned the med barcode, the screen showed drawer 7, but the drawer 11.2 unlocked. When the user opened the drawer, there was no nothing there and no error message. The customer must go to the pharmacy urgently to get the meds. There were no adverse events or injuries reported based on this event.